Event description:
It was reported that a patient experienced a shocking or jolting sensation when their implantable neurostimulator (ins) was turned on. It was further reported that the patient had their ins turned off at the time of report. Four days later it was reported that the manufacturer representative met the patient along with the health care provider (hcp). It was stated that the patient had been implanted "off label". A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID: 748910 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID: 7435 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID: 748910 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID: 3093-28 lot# v172100, implanted: 2008 (B)(6), product type lead product ID: 3093-28 lot# v168016, implanted: 2008 (B)(6), product type lead. (B)(4).